Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062912. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023 a patient in ireland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. Approximately in (B)(6) 2026, the patient experienced stoma site soreness and completed a 7 day course of unspecified oral antibiotics. On an unknown date, the patient was re-reviewed by a physician and who prescribed another dose of oral antibiotics and an antibiotic cream. At the time of report, the patient has not taken the second dose of oral antibiotics and no improvement with topical cream.

Manufacturer narrative:
Additional information added to b5. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Additional information received on 24 mar 2026: on (B)(6) 2026, the patient had a swab which revealed yeast present. The stoma site had lots of ooze and redness. A swab was redone in the hospital and a dressing was insitu.